Event description:
Product did not deploy correctly. Product was opened to the sterile field but did not have patient contact. A second product was opened to complete the procedure. Manufacturer response for arthrex swivel lock anchor peek, (brand not provided) (per site reporter). Notification made to complaint department - no response yet.